Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump keeps blinking and its telling the customer that there is no battery power. The blood glucose is unk. Nothing further reported.

Manufacturer narrative:
The insulin pump had an off no power alarm, causing the insulin pump to reset. The insulin pump alarmed for a spi to motor pic communication error after the battery was installed. The problem was isolated to the mother board. No blinking display was noted. The insulin pump was received with a cracked reservoir tube lip.